Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following an ablation procedure to treat atrial flutter (af) using an intellanav stablepoint open-irrigated catheter they found the patient experienced cardiac tamponade. The procedure was completed, and no complications were noted during the procedure. Cardiac tamponade was found after the procedure when the patient exhibited low blood pressure in the recovery department. Pericardial puncture and drainage was performed, and the patient was admitted to the hospital. The physician did not believe the tamponade was due to the stablepoint catheter, however, the cause of the tamponade could not be determined. The catheter is not expected to be returned as it was disposed of by the site after the procedure.